Event description:
It was reported that during a pci procedure, the liberte bare metal stent became damaged. The physician advanced the stent delivery system (sds) over the guidewire without difficulty until he approached the lesion located in the right coronary artery (rca). The sds was unable to cross the lesion due to resistance. The physician withdrew the stent delivery system, without attempting to deploy, to visually inspect it. He noted that the distal edge of the stent appeared defective (ie- had a burr or an area of stent that appeared defective). The physician completed the procedure with another liberte stent delivery system. There were no reported patient complications.

Manufacturer narrative:
The complaint source confirmed that the product had been disposed. The cause of the difficulties stated in the complaint could not be determined. Because the batch number for this complaint is unknown, the shop floor paperwork could not be examined. The root cause of the event could not be determined.